Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted on (B)(6) 2016; unknown competitor, lead implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope from inhibited pacing and loss of capture on the right ventricular (rv) lead due to sensing noise and oversensing. The pace/sense portion of the rv lead was capped and a new lead for rv pace/sense was placed. The high power portion of the rv lead remains in use. No further patient complications have been reported as a result of this event.